Event description:
I have a medtronic 670g pump and guardian 3 cgm. The pump sometimes will not alert on high blood sugar reading or sensor losing signal. In example, I had a bg of 251; my pump is set to alert on anytime my bg is above 220bg. I uploaded my pump data and medtronic representatives confirmed an event happened where it should have alerted. The settings on my pump for an alert to occur were correct. This was not a result of it being in silence mode. I am supposed to send this pump back for a replacement but I have the data on my pump uploaded. For some reason, medtronic does not provide the report for alerts (except for reason automode exited) on software but they do have a report which is just not available to customers on their reporting platform.